Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
It was reported the patient's ipg became inoperable and was unable to establish communication with external devices (date of event unknown). It is unknown when the patient last used or charged the device. A sjm representative confirmed the communication issue. Surgical intervention will be taken at a later date to address the issue.